Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the pipeline failure was partly because the artery was too tortuous and the difference between the distal and proximal arteries was large. Along with the size 4.75, it was very difficult to open. After resheathing many times, the pipeline slipped out of the resheathing pad. The information is provided by the physician.

Manufacturer narrative:
H3: the pipeline braid was returned. There was no pushwire returned with the braid. The braid's distal end appeared not opened and frayed. The proximal end of the braid was found opened and frayed. No other anomalies were observed. Based on the returned device, the customer complaint was confirmed as the distal end of the braid was not opened due to damaged braid. The cause of failure to open could not be determined. Possible causes include severe vessel tortuosity, damaged braid, or deployment of the braid in a vessel bend. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline embolization device, intended for an unruptured saccular aneurysm located in the left internal carotid artery syphon, the device could not open distally due to severe vessel tortuosity. The aneurysm had a maximum diameter of 4.75 millimeters and a neck diameter of 4.5 millimeters, with a distal landing zone artery size of 3.5 millimeters and a proximal size of 4.75 millimeters. Despite multiple attempts to deploy the device, including resheathing more than twice, the distal section failed to open. The device was removed using a phenom microcatheter and replaced with another pipeline embolization device, which successfully opened and completed the case. The angiographic result post-procedure was reported as good. No patient complications have been reported as a result of this event. Ancillary device: phenom 27 lot: 229729603.